Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system has a damaged breakout box (bob) cable. Due to wear and tear. No patient present.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825, serial/lot #: (B)(6) , UDI#: h3-h6: a medtronic representative went to the site to test the equipment. The emitter was replaced and the system performed as inten ded. Codes b01, c07, and d02 are applicable. H3-h6: the emitter was returned to medtronic for analysis. Through testing, it was revealed that the complaint was verified. The returned electromagnetic (em) interface did have a damaged/torn cable with exposed wires. Despite the damage, the interface was found to be functional. Codes b01, c0204, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.